Event description:
It was reported that a Sensor Error occurred. The wearable was inserted into the arm. On (b)(6) 2026, the patient reported receiving intermittent "No Readings" error messages over a period of approximately 2 to 3 hours. No fingerstick blood glucose measurements were obtained during that time. After several hours, the patient began experiencing disorientation and blurred vision. A family member subsequently obtained a fingerstick blood glucose (BG) reading of 625 mg/dL. The patient was transported to the hospital, where a fingerstick BG reading of 600 mg/dL was reportedly obtained. The patient was treated with intravenous (IV) insulin, significant fluid replacement, and blood testing was performed. After a few hours of treatment, the patient's condition reportedly stabilized. No additional information regarding medications administered or further medical interventions was provided. The patient was discharged from the hospital after 5 days. At the time of the report, the patient was reported to be stable and feeling fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).H6: Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of hyperglycemia.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.